Event description:
As reported by the sales rep per the user facility: safety clip failed to activate. It was reported that the needle threaded through without difficulty. Rn put the needle down while unknowingly the safety clip had not activated. When the rn picked up the used catheter to throw in the sharps container, she received a nsi to the hand. Safety clip was found to be half way down the shaft. Additional info provided by the facility indicated the nurse involved in the incident received all protocol bloodwork testing and to date all results are negative. The pt source also tested negative.

Manufacturer narrative:
The actual introcan safety needle with safety clip involved in the incident was returned to the MFR to be evaluated. The safety clip was located on the shaft of the needle near the tip but not covering the tip of the needle. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR for evaluation.